Manufacturer narrative:
Device not returned.

Event description:
It was reported that customer experienced air bubbles. Additionally, it was reported that the pump was hot to the touch. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate pump for insulin therapy. Customer declined troubleshooting with tandem technical support and declined to provide further information.